Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-00605] the second lead also had high impedances, and the patient expressed pain at the ipg site. As a result, the ipg and second lead were also explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.